Manufacturer narrative:
Supplemental report 01 -(B)(4)- MDR 3003442380-2025-16419. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-16419), was submitted on 14-nov-2025. However, based on the investigation done on 18-jan-2026 and clinical review performed on 05-feb-2026, it was found that the serious injury was not related to infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR- (B)(4) - device 1 of 1. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose. The patient was in the hospital for six hours. The patient got treated with intravenous and fluids of saline. No further information available.